Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the chronic right ventricular (rv) lead exhibited high out of range shock impedance measurements when inserted into the header of the new device. The rv lead was disconnected and reconnected with no success. Subsequently the lead was surgically abandoned and a new lead was successfully implanted. It was noted that the chronic rv lead had normal impedance measurements prior to the device replacement procedure. The new device remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.